Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: ¿patient was receiving 3rd and final syringe of doxorubicin. When rn connected syringe to ns, doxorubicin started leaking out of the green connector. Small drops of doxorubicin leaked onto rn's gloves, on the cribs sheet, and on patient blanket. Rn disconnected syringe and disposed of soiled linen/ cribs safely. Rn let pharmacy and supervisor know; syringe was remade and given w/o complications. Original syringe was disposed safely in black chemo bin.¿

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.